Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient experienced inaccurate cgm values 1 days after the sensor was inserted in the arm. The cgm was reading 40 mg/dl while the blood glucose reading was 159 mg/dl. The patient did not feel any symptoms, but he decided to eat brownies and it raised his cgm to 303 mg/dl after half an hour while his glucose reading was 153 mg/dl. The next day the cgm was reading 66 mg/dl and the blood glucose reading was 40 mg/dl. The patient self-treated with apple juice, milk, cookies, and lemon pie. It was then reported that the patient passed out and hit his head on the counter. The fall resulted in a cut on his nose, his knee being scraped, and difficulty moving his arm. Emergency services were not called as the patient lives alone. At the time of the report, the patient was not okay but recovered. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b, c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.